Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent follow-up, noise and oversensing were exhibited with this implanted system. Medical personnel contributed the observation to a fractured pace/sense right ventricular lead of unknown manufacturer. As a result, the lead was taken out of service and an existing rv lead activated for pace/sense function. Although the patient was reported as pacemaker dependent, no adverse effects were reported.